Manufacturer narrative:
The coil was returned severely damaged. Two contributing factors were found that most likely caused the microcoils resistance inside the microcatheter. The first contributing factor was when the sheath¿s brake mechanism came in contact with the resheathing tool¿s v notch. The sheath became imbedded and fractured the v notch. This produced a binding action between the dpu and sheath. This binding action may have damaged the coil. This imbedded condition of the sheath would have caused the severe resistance during coil advancement. It would also give the appearance of the coil becoming stuck inside the microcatheter. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ in addition; without the return of the excelsior 1018 microcatheter used in the procedure; it cannot be determined if this component contributed in the complaint event. The second most likely contributing factor was due to the selection of a noncompatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The excelsior 1018 microcatheter has an inner lumen of 0.019¿. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the coil (csp100350-30) got stuck in the microcatheter(excelsior 1018; details unknown) and didn't move any more. No patient injury was reported.